Event description:
Additional information was received that the lead was tested on a pacing system analyzer (psa) and noise was observed in bipolar, but not in unipolar. An outer insulation anomaly was suspected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. An insulation breach or lead fracture was suspected. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains in service. No additional adverse patient effects were reported.